Event description:
It was reported that the customer's pump froze and, when the customer attempted to take the battery out, she was unable to open the battery compartment. The customer's blood glucose was 180 mg/dl. The customer stated that the insulin pump froze when she pressed a button in order to bolus. The customer was unable to remove the battery cap with neither a quarter nor a large screwdriver. The customer also received a failed battery test alarm that she was unable to clear even after troubleshooting. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no esc button response due to corroded keypad trace. There was no frozen screen noted. Unable to verify for failed battery test alarm due to no act button response. The insulin pump was received with minor scratched display window, cracked display window at bottom left side corner, case at display window corners, reservoir tube lip, battery tube threads and stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.